Event description:
Ous MDR - it was reported that oversensing with artifacts was detected after an implantation time of about 2 years. No inappropriate shocks were delivered. Oversensing could be reproduced with arm pressing. A partially thrombosed left subclavian vein was noted in the patient on (B)(6) 2014. No deterioration of the patient's state of health was reported. A revision was scheduled for (B)(6) 2014.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.